Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion being treated was located in the severely calcified proximal circumflex (cx). Multiple predilatations were performed with an unknown size and manufacturers balloon. The physician attempted to place the 3.00x20mm taxus liberte drug eluting stent, but was unable to cross the lesion. A high level of pushing force was used. The shaft 'snapped' at the proximal portion of the shaft, outside of patient and was simply retrieved. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to determine the root cause of the complaint incident. It is possible that while the physician was attempting to cross the lesion, the difficulties he may have experienced may have resulted in the kinking of the shaft and inevitably the breakage of the shaft due to excessive force being applied. All of these factors must also be considered when investigating a complaint of this nature. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution. Product unavailable for analysis.